Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that no capture was found on the left ventricular (lv) lead. An x-ray confirmed that the lv lead had dislodged into the superior vena cava (svc) and caused the patient to have shortness of breath, fatigue, and an inability to tolerate activity. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.